Manufacturer narrative:
(B)(4). Batch # t5dd3u. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired with 6 single drivers and 11 double drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic radical resection of colon cancer, before used on the patient, noted the cartridge pan separation after opened the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.